Event description:
My daughter's bedwetting alarm is heating up and not acting as it should. When I insert batteries, the alarm works fine, but when I insert the sensor, the alarm makes a ticking sound and starts getting hot, it's getting unusually hot on the backside, so hot that it's not possible to hold it, let alone, wear it at night. Something is not right with this device and certainly not one that can be worn in sleep. Defective and dangerous to use.